Event description:
It was reported that the patient has a subcutaneous implantable cardioverter defibrillator (s-ICD) and pacemaker. Review of the stored episodes found untreated episodes due to oversensing during pacing. At that time they programmed off the minute ventilation pacing which seemed to resolve the issue. Just over two years later additional untreated episodes were noted due to oversensing. Boston scientific technical services (ts) reviewed the episodes and noted that the r waves became small when the patient started to pace. Further review found that the patient had five inappropriate shocks in five different episodes from over a year and a half earlier. All the shocks appeared to be due to the same oversensing during pacing. Ts discussed the possibility of bringing the patient in to evaluate the cause of the decreased signal when the patient paces. At this time the s-ICD remains in service and no adverse patient effects were reported.additional information was received that the patient received additional inappropriate shocks due to continued oversensing when the pacemaker was pacing. Ts was consulted and discussed that some of the s-ICD sensing vectors had low r-wave amplitudes which led to oversensing of pwaves and twaves. It was noted the presenting electrogram was clean when the pacemaker was not right ventricular pacing. Ts provided programming options. Ultimately the physician chose to program the pacemaker to pace and sense in the atrium only since the patient did not show signs of heart block. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; (B)(4). This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information that, several years later, the product was explanted and replaced. The device had been implanted greater than 6 years. There were no additional adverse patient effects. This report will also provide additional information regarding product analysis. It was reported that the patient has a subcutaneous implantable cardioverter defibrillator (s-ICD) and pacemaker. Review of the stored episodes found untreated episodes due to oversensing during pacing. At that time, they programmed off the minute ventilation pacing which seemed to resolve the issue. Just over two years later additional untreated episodes were noted due to oversensing. Boston scientific technical services (ts) reviewed the episodes and noted that the r waves became small when the patient started to pace. Further review found that the patient had five inappropriate shocks in five different episodes from over a year and a half earlier. All the shocks appeared to be due to the same oversensing during pacing. Ts discussed the possibility of bringing the patient in to evaluate the cause of the decreased signal when the patient paces. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the patient received additional inappropriate shocks due to continued oversensing when the pacemaker was pacing. Ts was consulted and discussed that some of the s-ICD sensing vectors had low r-wave amplitudes which led to oversensing of pwaves and twaves. It was noted the presenting electrogram was clean when the pacemaker was not right ventricular pacing. Ts provided programming options. Ultimately the physician chose to program the pacemaker to pace and sense in the atrium only since the patient did not show signs of heart block. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient has a subcutaneous implantable cardioverter defibrillator (s-ICD) and pacemaker. Review of the stored episodes found untreated episodes due to oversensing during pacing. At that time they programmed off the minute ventilation pacing which seemed to resolve the issue. Just over two years later additional untreated episodes were noted due to oversensing. Boston scientific technical services (ts) reviewed the episodes and noted that the r waves became small when the patient started to pace. Further review found that the patient had five inappropriate shocks in five different episodes from over a year and a half earlier. All the shocks appeared to be due to the same oversensing during pacing. Ts discussed the possibility of bringing the patient in to evaluate the cause of the decreased signal when the patient paces. At this time the s-ICD remains in service and no adverse patient effects were reported.